Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that the receiver displayed err 67 on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.